Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements, measuring 2,121 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. The device was re-programmed to unipolar pace and bipolar sense. At this time, the system remains in service. No adverse patient effects were reported.